Manufacturer narrative:
Device will not be returned. The customer states is unknown which housing was affected.

Event description:
The user facility reported, the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.